Manufacturer narrative:
(B)(4). Mfg site name: (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, when the fiber was opened for use it was noted that it was broken. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.